Event description:
Patient had untreated urinary tract infection for 3 months and presented with an infected knee. All implants have been removed and cement spacer put back in.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An event regarding infection involving a scorpio nrg x3 ps tibial insert #7 10mm was reported. The event was not confirmed. Method & results: no items associated with the event were returned or made available for evaluation. Photographs of the explanted femoral, tibial, patella and insert components were provided. The components are shown blood-stained, with cement adhered to the patella and evidence of bony ongrowth on the femoral and tibial components. The insert appears to be in normal condition for an explanted device. A review of the provided x-ray by a clinical consultant indicated: ¿there is no evidence this reported periprosthetic infection was related to the prosthetic components used in this case.¿ all devices from this manufacturing lot were and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as the complete patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had untreated urinary tract infection for 3 months and presented with an infected knee. All implants have been removed and cement spacer put back in.

Manufacturer narrative:
Additional devices listed in this report: cat # 73-0710, lot # lce247, description: scorpio m-dome patella. Cat # 81-6407l, lot # l5emne, description: scorpio nrg ps femoral component with ha size 7. Cat # 71450007, lot # mhah6t, description: scorpio fixed bplate pa size 7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.